Event description:
The lay user/wife called alleging that the meter was set to the incorrect unit of measurement (uom). The medical affairs specialist (mas) mailed a letter, since the pt could not be reached by telephone for further clarification. The pt contacted lifescan (lfs) alleging that the meter was set to mmol/l. The pt received a 12.7 mmol/l (228 mg/dl) and then contacted his dr due to the low reading. The dr advised the pt to take his regular dose of insulin (15u of 70/30 of humalin). The pt does not recall going into the meter setting and claims that the meter was originally set to the correct uom. The meter is not a new product (out of box). Customer care agent (cca) sent the pt a replacement meter.